Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. It was reported the impella cp pump was implanted to replace first cp used that had low pump flow. The impella inserted without issue and was ramping up when suddenly flows dropped to 0.6 l/min and were unable to increase. The medical team decided to remove the impella and replace it with an intra-aortic balloon pump. The patient continued to decompensate, blood pressure dropped to 50/30 mmhg and the patient began coding. The patient was administered epinephrine. The patient went into asystole and cardiopulmonary resuscitation was initiated. After 15 minutes of coding, the patient was pronounced as expired.

Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The product was returned and a visual inspection of the pump revealed biomaterial on the impeller. The pump was run in a bucket of water and the low pump flow was reproduced. After the run in water the impeller was inspected again and biomaterial remained. No damage to the impeller was observed. The cause of the low pump flow was biomaterial. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.